Event description:
Additional information was received from the patient. They reported that they do not know if it was because of normal wear of the battery dying out. Their plan was to have the implant replaced to an MRI friendly one with a new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They patient stated that the lack of MRI compatibility on the old system has been very troublesome. The patient wanted to know how they could begin their replacement process. Agent reviewed and redirected patient to hcp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was due to have a battery change and they wound up having their 3rd heart attack on (B)(6) 2024 so the patient was put on blood thinners which meant no surgery but they were having heart tests done and they should know in december if they could move to change their interstim device out with surescan model. Patient reported they had to turn their implant off because starting in 2023, their ins battery was going and they were getting zapped, it took their feet out from underneath them and since turning it off they no longer had that jolting. Patient stated since therapy was off at the end of may, they were miserable, they pee every 2 hours 24/7 and missed the symptom control from interstim. Agent offered and sent patient a list of urologists in their new area. Patient was redirected to their doctor. Patient said since the heart attack they had tests like EKG and pressure in legs and carotid. Patient stated they were told about interstim x by a staff member at a healthcare provider (hcp) office in florida.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.